Manufacturer narrative:
Pt. Info.: unk, date of event: unk, (expiration date): unk, no serial number reported, implant date: unk, (device manufacturing date): no serial numbers reported. Claim # (B)(4).

Event description:
Lens rotation in patients left eye was reported. Lens remains implanted. The reporter stated "patient not doing tu until 6/16." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.